Event description:
It was reported the drill was running hot. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. No consequences or impact to patient. Overheating of device or device component. (B)(4). The returned drill was tested and the temperatures were nose 150°f, middle 250°f, rear 200°f. The nose bearings and spacer were corroded. Corrosion was not allowing smooth rotation of shaft. The bearings and spacer were replaced. The item was repaired cleaned tested and passed all manufacturing specifications. Method - test for high temperature conditions. (B)(4).